Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3550-39, lot# n261958, implanted: (B)(6) 2010, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported there was heating at the implantable neurostimulator (ins) pocket site. It was noted the patient feels heating at the implant site whether the device is on or off and has been occurring for the last 3-4 months. It was noted the site gets ¿a little warmer¿ during recharging and the ¿temp shut off icon¿ is displayed. It was noted the device is warm but not ¿burning or too uncomfortable¿ at the time of the report. It was reported an impedance check was performed and are within normal range. It was noted that at the time of report the health care provider (hcp) does not recommend explant or pocket revision. It was noted at the time of report the patient is alive with no injury.